Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p which was implanted on (B)(6) 2008. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008- patient was diagnosed with ventral abdominal hernia, left inguinal hernia, thereby underwent laparoscopic repair with implant of composix l/p mesh (device 1), perfix plug (device 2). Per op notes, ¿the ventral abdominal hernia in periumbilical region was identified and the hernia sac was dissected. A composix l/p mesh (device 1) was placed in the middle of fascial defect and tacked. A hernia sac was identified anteriorly and medially in the left inguinal region and was dissected. A large perfix plug (device 2) was placed into the defect and sutured¿. On (B)(6) 2014- patient was diagnosed with recurrent incarcerated ventral hernia, adhesions, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿omentum found adherent to the abdominal wall. Adhesions along the old mesh which was a composix l/p mesh (device 1) was identified and lysed. Small defects were identified along the lateral edge of the mesh (device 1) in abdominal region. Right side of the abdomen and the old mesh (device 1) in the left side was sutured. A synthetic mesh was placed in the left upper quadrant and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2007) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p which was implanted on (B)(6) 2008. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.